Event description:
It was reported that a cartridge alarm 05 and 06 occurred. Reportedly, the customer had followed the prompts during the load sequence and the pump was not outside of the allowable operating altitude range at the time of this alarm. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 175 units of insulin during the load sequence. Customer's blood glucose level was 204 mg/dl. A new cartridge was successfully loaded onto the pump to address the alarms.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.